Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unable to be successfully implanted due to an unknown issue. This was an attempted implant and the lead was never in service no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming this lead was unable to be successfully implanted due to the patient's tortuous anatomy. No adverse patient effects were reported.